Event description:
It was reported the removal instruments failed to remove the screws from the plate and from the bone after the plate was removed. Competitor devices were needed to successfully remove the hardware. This issue resulted in the procedure taking a few hours. This report is related to report numbers: 3025141-2022-00093, 3025141-2022-00094, 3025141-2022-00095, 3025141-2022-00096, 3025141-2022-00097, 3025141-2022-00098, 3025141-2022-00100, 3025141-2022-00101, 3025141-2022-00102, and 3025141-2022-00103 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned products were inspected under magnification. Under magnification, the batch number for the 2.5mm easyout, qr (p/n 80-0600) was confirmed as 359252. Upon inspection, the following observations were noted: the returned 2.5mm easyout showed some areas of minor denting and wear around the flute edges, as well as some slight areas of discoloration which could possibly be dried blood or water stains. When viewing the tip of the easyout, directly down the long axis, the very tip of the easyout showed areas of deformation, with worn down edges that were scratched where the flutes of the easyout tapered into the tip's end. Otherwise, there was no damage or wear visible along the length of the drill or along any other area of the cutting flutes. The screws and plate used with these products were not returned. No definitive conclusion can be made.